Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a mammogram six months ago and since then has had complaints of pain and discomfort around the cardiac resynchronization therapy defibrillator (crt-d) site. A revision procedure was done to reposition the device more submuscular. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.